Event description:
An attempt was made to use a complete se iliac stent system to treat a lesion in the right femoral artery with 80% stenosis and little calcification. Vessel was not tortuous. Lesion was pre-dilated. Resistance was felt when attempting to withdraw the deployment system following stent deployment. The system was pulled further and it was observed that the stent was moving along with the system. The stent was moved away from the target specific location. Therefore, the entire stent system with the stent was removed. Another manufacturer stent was used to complete the case. After visual inspection, the plastic material at the tip of the system seemed frayed. The patient is reported to be well post-procedure. No clinical sequelae were reported. Evaluation summary: the stent was returned off the delivery system. The stent was stretched and damaged. The inner polyimide shaft was kinked 10.5 and 9cm proximal to the distal tip. A 0.035'' guidewire would not advance through the inner polyimide shaft due to the kinks. The distal tip was severely frayed and damaged at the proximal end indicating that it may have snagged during removal.

Manufacturer narrative:
(B)(4). Evaluation results: related to operational context (damage has most likely occurred as a result of using the device during the procedure). Conclusion: operational context contributed to event (damage has most likely occurred as a result of using the device during the procedure).